Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 50 mg/dl. Cause was not known; customer suspected it may have been due to an unspecified pump issue but could not confirm. Juice was consumed to address low bg. Reportedly, the customer reverted to insulin pens for insulin therapy.